Event description:
The customer contacted physio-control to report that during a recent patient event their device had a blank screen. The patient, a male in his mid-sixties (specific age unknown), had an unwitnessed cardiac arrest. The downtime of the patient was unknown, however the patient did not present any obvious signs of rigor mortis, etcetera, upon arrival of the first responders (fire fighters). When the first responders arrived on scene, CPR was in progress. They immediately prepared their device for use. Upon powering the device on, they observed that a large portion of the lcd display (more than half) was not functional and was showing up as black and white. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display could not be seen. This issue has the potential to either delay, or prevent, defibrillation from being delivered; however, first responders had memorized the buttons, so they connected the patient to the device and provided a single defibrillation shock to the patient while in AED mode. There was no delay in delivering the shock, as a result of the reported issue. A backup device (lifepak® 15) was available shortly thereafter from an ems crew that arrived to relieve the first responders and continue patient care. The patient was immediately connected to the backup device with little delay. Further details about the treatment provided to the patient by the ems crew was not available. The patient did not survive the event. The reporter, a fire chief and emergency medical responder (emr), advised that the device use did not contribute to the patient¿s outcome because there was no delay in providing care to the patient due to the reported issue.

Manufacturer narrative:
(B)(4). Physio-control visually examined the customer's device and verified the reported issue. Physio observed that the lcd display was "bleeding" which led to the majority of the display being black and unreadable. Otherwise, the device was fully functional and would charge and shock when prompted. There were no obvious signs of damage to the exterior of the device. Physio has advised the customer that their device was not field serviceable and no longer under warranty. Physio recommended that the customer obtain a replacement device. The customer has removed the device from service; however, a decision on what they will do with the device (scrap it, trade it in, or allow physio to further analyze the device) has not been determined. The cause of the reported issue was the lcd display; further component level cause could not be determined.